Manufacturer narrative:
Inspected one opened/used sensor and found needle separated from sensor base unable to confirm customer received sensor in said condition due to customer return sensor opened/used. No broken or missing parts were observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the sensor's needle was broken. The customer's blood glucose at the time of incident is unknown. Troubleshooting was not performed. The product will be returned for analysis.